Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. Access was obtained through the femoral artery. The 60-70% restenotic lesion was located in a calcified right coronary artery. The physician used a 6.0mm x 20mm x 153cm maverick xl balloon for predilatation and upon inflation to 12atms the balloon ruptured. The device was removed intact. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation by manufacturer: the maverick xl balloon catheter was received with blood and contrast in the wire lumen. Inspection of the balloon revealed a pinhole in the balloon 7mm from distal edge of the proximal markerband. Microscopic inspection of the balloon and the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The device was used in the right internal carotid artery which is contrary to the indications defined within the dfu, therefore the root cause classification is user/ use error. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. Access was obtained through the femoral artery. The 60-70% restenotic lesion was located in a calcified right coronary artery. The physician used a 6.0mm x 20mm x 153cm maverick xl balloon for predilatation and upon inflation to 12atms the balloon ruptured. The device was removed intact. No patient complications were reported and the patient's status is stable.